Event description:
It was reported that the rigid scope had a missing lens. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The following fields were updated: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of eyepiece cover glass and internal lens. The cause of failure of eyepiece cover glass and internal lens could not be determined. The event can be detected/prevented by following the instructions for use which state: chapter 2 safety information", " chapter 5 preparation¿. There is no indication that this device was not used in accordance with the IFU/labeling. Event1 lens missing (adhesion on lens). Chapter 2.5 general warnings and cautions: warning: risk of injury to the patient and/or the user. The use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. Before each use, observe the instructions in the section ¿inspection¿ in this document. Do not use a damaged product or a product with improper functioning. Replace a damaged product or a product with improper functioning. Notice: risk of damage to the product. The endoscope is a precise optical device. Careless handling may damage the endoscope. Always handle the endoscope with care. Do not hold the endoscope by the distal end only. Do not bend the eyepiece cover glass and internal lens. Chapter 5.2 inspection: general inspection, make sure that the product has: no dents, cracks, bending, or deformations. No scratches. No corrosion. No lens damages or cover glass damages. No missing or loose parts. Check all markings on the product for clear visibility. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.